Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the 'bakri tamponade balloon catheter' balloon leaked during treatment of a postpartum hemorrhage due to poor uterine contraction. The patient lost approximately 500ml of blood. The balloon was placed transvaginally, about 1-2 minutes after delivery. The balloon was found to leak when inflated with 20ml of normal saline. After the leak was found the balloon was removed immediately. An additional 50ml of blood was lost before the bleeding was stopped by using another same-like device. Total blood loss was approximately 550ml. Blood transfusions were not needed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Corrected information: d4. Investigation evaluation description of event: as reported, the 'bakri tamponade balloon catheter' balloon leaked during treatment of a postpartum hemorrhage due to poor uterine contraction. The patient lost approximately 500ml of blood. The balloon was placed transvaginally, about 1-2 minutes after delivery. The balloon was found to leak when inflated with 20ml of normal saline. After the leak was found the balloon was removed immediately. An additional 50ml of blood was lost before the bleeding was stopped by using another same-like device. Total blood loss was approximately 550ml. Blood transfusions were not needed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One bakri tamponade balloon catheter was returned for evaluation. The balloon was function tested and leaked at the y joint. There appeared to be a defect in the material. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint similar with the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. The investigation found that the affected component is supplied to cook from an external supplier. Cook requested that the supplier investigate this occurrence. The complaint device was sent to the supplier, where it was tested per established quality control procedures. The part was re-inflated and held under alcohol. A very small stream of bubbles was noted along the extrusion tube at the end of the over molded section outside of the parting line. The hole was magnified and appears to be a smooth slit created by an unknown sharp object. The proximity to the parting line might indicate some kind of pinching during the molding process. The extrusion was measured and found to be within specification tolerance. The supplier found that the cause was determined to likely be due to an isolated incident where a cut by an unknown sharp object occurred, and the supplier could not determine where the cut may have happened. Review of the device history record, complaint history, quality control documents, and device failure analysis indicates that the device was not manufactured within specifications but does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded a manufacturing event likely contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.